Event description:
On (B)(4), the patient was admitted for endovascular treatment of an aneurysm using a gore® excluder® conformable aaa endoprosthesis. As reported, during deployment the endoprosthesis was constrained and was repositioned within the patient anatomy one time with no issue. As reported, the endoprosthesis was constrained a second time and the front right corner buckled so that the endoprosthesis was slightly folded over. Reportedly this resulted in the left proximal portion of the stent extending partially into the left renal artery. It was reported that with additional repositioning there was no renal coverage. Reportedly ballooning was used to correct the issue. As reported, there was no concern regarding the seal zone within the patient as they had a tight proximal neck that widened out lower down. There were no reported adverse events and the patient tolerated the procedure.

Manufacturer narrative:
The following patient information was requested but has not been made available to date: medications, comorbidities, and patient weight. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The following information was requested from the treating facility by the fsa, but was not provided: date of birth, weight, medications, comorbidities. H6. Code c19, no device problem found: a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. H6. Code d15, cause not established: the device evaluation performed by engineering showed the following: the cxt361414 excluder® conformable aaa endoprosthesis lot/serial (B)(6) was not returned for analysis, nor were any images provided for an engineering evaluation. Because no device or device images were available by which to perform an engineering evaluation, no manufacturing deficiencies could be identified and the observations in the event description could not be confirmed. As a result, a CAPA request is not required per md145952 (revision 24), engineering evaluation task procedure. This type of event will continue to be monitored through md24024. G3/g4 date received by manufacturer 12-oct-2022 as engineering analysis was completed in full on this date. H6. Code c21, results pending completion of investigation was replaced with findings . H6. Code d16, conclusion not yet available replaced with conclusions.

Manufacturer narrative:
Replaced annex g/component code. Corrected from, "stent" to "device deployer".